Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a deflation issue. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a deflation issue. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta catheter has returned for evaluation. On the visual evaluation the sample appeared bloody. On the functional evaluation of the device, an in-house guide wire has inserted through the flushed guide-wire lumen without any issue on further the balloon inflated with the in-house presto deflation device, then the balloon deflated uniformly and it took eight second to deflate completely. Therefore, the reported deflation issue is unconfirmed for as the balloon inflated and deflated without any issue. A definitive root cause for the alleged deflation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2023), g3 h11: h6 (method, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.